Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical ventilator had an easily detached hemispherical-shaped cap from the patient-side valve. There was no patient injury neither reported adverse events.